Event description:
It was reported that the tubing was damaged with a bd IV set/20drop/wr3cq/std/100cm. The following information was provided by the initial reporter, translated from japanese to english: during contrast-enhanced CT from the stop cock, the ex-tube was damaged.

Manufacturer narrative:
Investigation: when we checked the actual product we received, the tube was found to be damaged. The ruptured part was presumed to have ruptured because it was swollen and its thickness was thin. In addition, this product is subjected to 100% appearance inspection immediately before being put into individual packaging, and shipping test in all production lots in the past (the relevant jis air tightness standard: 150 kpa, there is no water leakage by pressurization for 15 minutes) and, said jis tensile strength standard: when not applying a force of 15 n or more for 15 seconds or more, no abnormality was recognized. In this event, it is considered that the internal pressure of the tube was excessive and rupture occurred due to the condition of the damaged part.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Initial reporter phone #: unknown. Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tubing was damaged with a bd IV set/20drop/wr3cq/std/100cm. The following information was provided by the initial reporter: during contrast-enhanced CT from the stop cock, the ex-tube was damaged.